Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cce console is giving 500.19 errors. A technical support specialist checked sql manually for message logs and restarted cce services. It was confirmed through sql that messages are being transmitted, and a cloned case was created for further investigation regarding the cce console issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure.

Event description:
It was reported by the customer that a pyxis medstation es system had an interface down issue and patient data may not be current. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.